Manufacturer narrative:
Device broke during removal and part of it remained in the patient; device not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the revision subtalar fusion and hardware removal on (B)(6) 2018, a 4mm cannulated screw short thread broke when it crossed a 6.5mm cannulated screw 32mm thread. The surgeon decided to leave the broken screw at this time. There was no surgical delay reported. The procedure was successfully completed with the patient in stable condition. Concomitant device reported: 6.5mm cannulated screw 32mm thread 80mm (part 208.438, lot unknown, quantity 1). This report is captures the intra-operative screw breakage. The need for the revision procedure is being captured on related complaint (B)(4). This is report 1 of 1 for (B)(4).